Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2018. If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Initially it was reported that the surgeon noticed the optic of a model zlb00 tecnis multifocal iol (intraocular lens) was damaged during the surgical operation. Surgeon realized the optic part was damaged when looked at the iol under the microscope and he mentioned that wrong inner plastic packaging caused damage to the iol. Further information clarified that the lens is not biologically contaminated and that the issue with the damaged optic occurred before the surgery. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 1/07/2019. Device returned to manufacturer: yes. Device evaluation: the product was received in a lens case and it was inspected using a microscope with a 12x magnification. It could be seen that the intraocular lens (iol) was contaminated, dust particles were present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. No other anomalies are identified. The customer''s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.